Event description:
A malfunction was reported on the pump, but there were no notable events leading up to it. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, which resolved the issue without recurrence. The customer was advised to continue using the pump and to contact support again if the problem reappeared.